Manufacturer narrative:
Additional narrative: b1 - due to new information provided that the ID now covid-19 false positive result did not cause death in this patient, this has been updated to product problem and adverse event. B2 - due to new information provided that the ID now covid-19 false positive result did not cause death in this patient, outcomes attributed to ae has been updated to hospitalization and other serious. B3: the date provided is an approximation as the exact event date was not provided. Per the customer, all thirteen (13) false positive results occurred between 07jan2024 and 26feb2024. Although requested, the customer was not able to match which patient tested on what date. B5: updated due to new information obtained on the patient. D4-lot#: although the customer provided the number of false results that occurred under each lot, it is still unclear which lot is associated with which patient/false result. D4-UDI: UDI: (B)(4). H1-due to new information provided that the ID now covid-19 false positive result did not cause death in this patient, the type of reportable event has been updated to serious injury h6-due to new information provided that the ID now covid-19 false positive result did not cause death in this patient, the health effect-impact codes have been updated to f10 and f08 this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m795498 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000/ lot: m795498, test base part number 192-430/ lot: m795498. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m795498 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported thirteen (13) false positive results with the ID now covid-19 2.0 assay performed across four (4) different lots between (B)(6) 2024 on thirteen (13) patients. This MFR. Report addresses patient five (5). Patient five (5) received a false positive result with the ID now covid-19 2.0 assay on an unspecified date between 07jan2024 and 26feb2024 on a nasopharyngeal sample. Confirmation testing was performed on an unknown date via pcr (platform: unknown) which generated a negative result on an unknown sample type. The patient was symptomatic one (1) week prior to the false positive result obtained from the ID now covid-19 2.0 test. The patient was admitted to the hospital for the treatment of a covid-19 infection due to the ID now covid-19 2.0 assay false positive result. The customer indicated some patients were quarantined with other positive patients due to the ID now covid-19 result, however, it is unknown if this patient was impacted. The patient was hospitalized for a total of twenty-two (22) days. Per the customer, the patient was negatively impacted as they were unnecessarily treated with remdesivir for two (2) days. When the remdesivir treatment was stopped, the patient was put on a different antibiotic treatment (a combination of amoxicillin and clavulanate) due to the patient having elevated inflammatory parameters and pneumococcal antigen present in their urine. The antibiotic treatment changed/escalated to meropenem but was later ended due to a negative blood and urine culture. The patient refused further reception, rehabilitation, sampling, examinations and signed a negative reversion to all medical care. The patient¿s family was unable to take the patient into home care, therefore the patient was put into palliative care and received a bed in a hospital for long-term patients. The patient¿s wish was to be limited to optimal supportive care. The condition of the patient¿s underlying disease gradually worsened, and the patient passed away on (B)(6) 2024. The customer emphasizes, the false positive ID now result is not the cause of the patient¿s death. Per the customer, the patient's death was caused by the patient refusing to receive appropriate medication for other health related issues.

Manufacturer narrative:
B2: date of death: the date provided is an approximation as the exact date of death was not provided. B2: outcomes attributed to ae/ h1 - type of reportable event: the cause of death was not provided and no additional information has been obtained thus far, including if our product contributed to the death. These sections were selected ¿death¿ out of caution. B3: the date provided is an approximation as the exact event date was not provided. Per the customer, all thirteen (13) false positive results occurred between on (B)(6) 2024. Although requested, the customer was not able to match which patient tested on what date. B5: although the customer specifies this problem occurred with thirteen (13) patients on four (4) affected lot numbers, the customer was unable to clarify the number of patient results that was associated with each lot. This report is being filed on an international product, list number: 193-000 that has a similar product distributed in the us, list number: 192-000. It is unknown how many false positives occurred using each lot. The information available currently specifies thirteen (13) patients were affected across four (4) different lots: lot number: m231845, UDI: (B)(4), expiration date: 1/29/2024, manufacturing date: 12/31/2022, lot number: m795509, UDI: (B)(4), expiration date: 9/11/2025, manufacturing date: 10/13/2023, lot number: m796083, UDI: (B)(4), expiration date: 9/12/2025, manufacturing date: 10/16/2023, lot number: m795498, UDI: (B)(4), expiration date: 9/11/2025, manufacturing date: 10/16/2023. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single use; device discarded.

Event description:
The customer reported thirteen (13) false positive results with the ID now covid-19 2.0 assay performed across four (4) different lots between on (B)(6) 2024 on thirteen (13) patients. This MFR. Report addresses patient five (5). Patient five (5) received a false positive result with the ID now covid-19 2.0 assay on an unspecified date between on (B)(6) 2024 on a nasopharyngeal sample. Confirmation testing was performed on an unknown date via pcr (platform: unknown) which generated a negative result on an unknown sample type. The patient was symptomatic one (1) week prior to the false positive result obtained from the ID now covid-19 2.0 test. Per the customer, the patient was negatively impacted as they were unnecessarily treated with remdesivir for two (2) days. The customer described the patient¿s outcome as ¿hospitalized for 22 days (exitus)¿. The reason for the initial hospitalization was not provided. The customer indicated some patients were quarantined with other positive patients due to the ID now covid-19 result, however, it is unknown if this patient was impacted. Although requested, no additional information, including cause of death, was provided. At this time, it is not clear if the positive test result caused or contributed to the patient expiring. Due diligence is being performed to obtain clarifying information.